Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2013-00224. It was reported a physician performed a successful endometrial ablation. A couple days post-procedure, the patient presented to the emergency room (ER) with a "headache and temperature of 101.9 degrees fahrenheit at home." There was "non-specific findings" and the patient was discharged an oral antibiotics (flagyl-metronidazole and doryx-doxycycline hyclate) for "presumed endometritis." The patient returned to the emergency room one day later with a "worsening migraine headache and fever at home." There was "no uterine tenderness." The physician administered pain medication and the patient was discharged home. Two days later the patient returned to the emergency room with "similar complaints and was admitted to the hospital. Her [white blood cell] wbc [count] was low and she her platelet count was 50,000 consistent with sepsis. Her genito-urinary culture and peripheral blood cultures were positive for group b streptococcus (gbs). There was still no uterine tenderness. She developed a septic ankle joint which also grew out gbs." The patient was discharged home and is "receiving physical therapy for the ankle."